Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out, this right ventricular (rv) lead exhibited out of range shock impedances when connected to the new device. Prior to the device change out, the impedances were 118 ohms, but once connected to the new device, the impedances were observed to be greater than 140 ohms. This lead was surgically abandoned and replaced. The device was also removed and replaced. No additional adverse patient effects were reported.